Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381236) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 07:13 am, the meter result was 2.1 inr. At 08:00 am, the result from a laboratory using an unknown method was 4.1 inr. On (B)(6) 2019, the meter result was 1.8 inr and the laboratory result was 3.8 inr. On (B)(6) 2019, the meter result was 1.8 inr and the laboratory result was 4.06 inr. The therapeutic range was 2.0- 3.0 inr.

Manufacturer narrative:
Other relevant history was updated. Concomitant medical products and device evaluated by MFR were updated. Concomitant medical products was updated. For the comparison testing performed on (B)(6)2019 the customer used new strips with lot 35349911 expiring on 30-apr-2020. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer returned both lots of test strips (lot 381236 and lot 353499) where they were measured on reference meters with a high level control sample: for strip lot 381236: testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. For strip lot 353499: testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.